Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: seroma, infected mesh, additional procedure to remove mesh, serosal tear. Additional event specific information was not provided.

Manufacturer narrative:
D4: added serial #, catalog #, expiration date, UDI #. H4: added device manufacture date. H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: [ni] [not indicated]. Implant procedure: ventral incisional hernia repair with mesh. Excision of abdominal wall sinus tracts/stitch granuloma. Implant: gore® dualmesh® plus biomaterial [1dlmc07/758367 [first part cut off], 20 x 30] implant date: (B)(6) 2006 (hospitalization [ni]) ¿ (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: ventral incisional hernia. Abdominal wall sinus tract. Postoperative diagnosis: ventral incisional hernia. Abdominal wall sinus tract. Abdominal wall sinus tract with a stitch granuloma. Assistant: (B)(6) md. Anesthesia: general endotracheal. Estimated blood loss: 100 ml. Complications: none. Specimens: stitch granuloma. Drains: none. Indications for procedure: this is a 47-year-old white male, who had previous abdominal operations and has developed a ventral incisional hernia. The patient also had draining abdominal sinuses, which were inferior and lateral to the hernia itself, and, as such, this constitutes a separate procedure. Findings: periumbilical ventral hernia. Infraumbilical stitch granuloma, with double tracts emanating from a prolene knot. Apparently previous ventral hernia repair in this same area, since prolene mesh was found sutured to the fascia edges at this site. Description of operation: ¿after informed consent had been obtained, the patient was brought to the operating room and placed in a supine position on the operating table. After the induction of general endotracheal anesthesia, the patient was prepped and draped in the usual sterile fashion. The old scar was excised and wide excision was taken inferiorly to encompass the sinus tracts. This was excised, and then the incision taken down to the level of the fascia. Mesh was encountered in the region of the hernia, which the patient had not described to me preoperatively. The sinus tracts were excised, as was the knot. The incision was then extended slightly north of the old incision to get into virgin abdomen. The abdomen was then opened along the midline, and adhesions were taken down to allow safe passage into the abdomen. Once this had been opened along the full length of the planed incision, the adhesions were taken down circumferentially to free up the abdominal wall for at least 10 cm lateral to the incision and 4 cm above and below the incision. A piece of gore-tex mesh was cut to 18 x 26 cm, and 12 0 prolene sutures were then placed around the periphery. These were measured out 9 cm away from the midline and 3 cm above and below, and then two intervening ones between each of the 12, 3, 6, and 9 o¿clock position sutures. Using a gore suture passes, these were brought through-and-through the abdominal at all 12 sites. The gore suture passer was passed through small stab incisions. The sutures were then tied down, and there was a nice firm reinforcement at the end of this. After irrigation and hemostasis, the fascia was then closed with a running #1 looped pds from above and below. The skin was then closed with staples. At this point, the sutures were cut at the level of the skin and then the skin was elevated to decreased the indenting from the prolene transfixation sutures. Sterile dressings were applied. The patient tolerated the procedure well. Needle and sponge counts were correct, and classification of the wound is clean.¿ ¿ (B)(6) 2006: (B)(6) hospital. Implant record. Description: mesh dual repair plus 20 x 30. Quantity: 1. Lot #: 758367 [first part cut off]. Catalog #: 1dlmc07. Bill code: 405212302. Site: ventral hernia. ¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmc07/ 758367 [first part cut off]) was implanted during the procedure. Relevant medical information: ¿ (B)(6) 2006: (B)(6) hospital. General case information. Asa 3. Explant procedure: exploratory laparotomy with removal of infected mesh. Explant date: (B)(6) 2006 (hospitalization [ni]) ¿ (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: infected mesh status post central abdominal hernia repair with mesh. Postoperative diagnosis: infected mesh status post central abdominal hernia repair with mesh. Assistant: none. Anesthesia: general endotracheal. Estimated blood loss: 250 ml. Complications: none. Specimens: none. Drains: none. Indications for procedure: this is a 48-year-old male who came to me after having a colostomy reversal elsewhere. He had a ventral incisional hernia that he desired repaired. The patient was brought in for an open ventral incisional hernia repair with gore-tex mesh placed intra-abdominally. Postoperatively the patient had a seroma which drained, and subsequently the mesh became infected. An attempt at conservative management of this with percutaneous drainage and six weeks of antibiotics; however, the patient failed conservative management and was brought in for removal of the mesh. Findings: purulent fluid surrounding the mesh which was sent for culture. Primary fascial closure performed. Description of operation: ¿after informed consent had been obtained, the patient was brought to the operating room and placed in the supine position on the operating room table. After induction of general endotracheal anesthesia, the patient was prepped and draped in the usual sterile fashion. The abdomen was opened in standard laparotomy midline, excising the old scar and sinus tract. This was taken down to the level of the fascia. The mesh was encountered and the fascia was dissected off the mesh and opened along the direction of the laparotomy midline. The mesh at many places had just simply pulled through the fascia, and once the sutures came into view they were cut. The mesh was then passed off the table. Purulent fluid was released from the capsule, which was cultured. Next, adhesions were taken down circumferentially around the abdominal wall to provide for debridement of the pseudocapsule and also for eventual closure. Once the adhesions were taken down, either sharply with cautery, there was an area of serosal tear on the sigmoid colon which was repaired with 3-0 silk lembert sutures. At this point on each side the psuedocapsule was excised with cautery. The abdomen was then copiously irrigated and hemostasis was secure. There were also two tracts through the fascia where there had been spontaneous drainage. These were opened, curettage and cauterized. The fascia was then closed from above and below after placing seprafilm. The #1 prolene was used to close the fascia from above and below. Irrigation and hemostasis of the subcutaneous tissues was then performed and the skin was packed open. Sterile dressings were applied. The patient tolerated the procedure well. Needle and sponge counts were correct. The classification of the wound was dirty.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.